Manufacturer narrative:
Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30percent, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Patient factors (advanced age, female gender) and/or the mechanisms described above are likely contributing factors for the stroke. The cause of death was related to the thrombectomy procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), a 23mm sapien 3 valve was implanted using transfemoral approach. The patient had a shaggy aorta, horizontal aorta, tortuosity at the ascending aorta, and the ascending aorta was curved. There was difficulty crossing the native valve. The patients blood pressure dropped remarkably and catecholamine was administrated. Echo revealed asynergy at the left anterior descending coronary artery (lad) and exacerbation of mitral regurgitation (mr). After the valve deployment, the patients hemodynamics tended to be improved. Although sedation was stopped during hemostasis, the patient did not awaken. Concomitant deviation developed. Head computed tomography (CT) revealed no bleeding. As cerebral infarction was suspected, emergency angiography was performed and an occlusion at left middle cerebral artery (mca) was confirmed. Thrombectomy was performed twice, but it was not enough to remove thrombus. On postoperative day (pod) 1, CT revealed cerebral hemorrhage and subarachnoid hemorrhage. Permanent disability remained. On post-operative day 2, the patient expired. The cause of death was reported to be cerebrovascular disease. The physician determined that the event was related to the procedure as the thrombus was likely detached during delivery. The difficulty crossing the native aortic valve was due to the patients horizontal aorta and tortuosity at the ascending aorta. The ascending aorta was curved. Native valve calcification was mild.